Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to electrical board. Device was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Customer performed troubleshoot for blank display but display did not return after restart. Customer stated that they had scratches on screen but they can read the display or written on the screen. Customer's blood glucose was 7.8mmol/l. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.